Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("within each cornu there are embedded silver metallic coiled wires") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, pelvic pain, menorrhagia, overweight, parity 3, multi gravida, vaginal delivery and back pain. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (supracervical hysterectomy and right ovarian cystectomy). Essure was removed on (B)(6) 2015. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26 kg/sqm. [Pathology test] on 22-apr-2015: clinical information: pelvic pain and menorrhagia after placement of essure device. Pay attention to pathology around essure device. Preoperative and postoperative diagnosis: pelvic pain and menorrhagia after placement of essure device. Pay attention to pathology around essure device. Final diagnosis: a: ovarian cyst, right, cystectomy: hemorrhagic corpus luteum cyst. B: uterus, supracervical hysterectomy: secretory endometrium. Essure birth control device implanted in right and left cornu and thinned out and fibrotic proximal end of fallopian are in place. Bilateral tubo-uterine junction (cornua) surrounding the device show no significant pathologic change. Gross description: within each cornu there are embedded silver metallic coiled wires, each measuring 3 x 0.1 cm. The wires extend into the proximal fallopian tube opening. Distal to each wire, there is an extension of fallopian tube that each measures 0.9 x 0.3 cm. The tissue surrounding the device is adhesed. [Ultrasound abdomen] on (B)(6) 2010: anteverted homogenous uterus, endometrium measures lmm homogenous. Th ovaries both appear wnl containing multiple follicles. No free fluid or adnexal masses visualized - rhodes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("within each cornu there are embedded silver metallic coiled wires") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, pelvic pain, menorrhagia, overweight, parity 3, multi gravida, vaginal delivery and back pain. Essure was removed on (B)(6) 2015. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (supracervical hysterectomy and right ovarian cystectomy). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26 kg/sqm. [Pathology test] on (B)(6) 2015: clinical information: pelvic pain and menorrhagia after placement of essure device. Pay attention to pathology around essure device. Preoperative and postoperative diagnosis: pelvic pain and menorrhagia after placement of essure device. Pay attention to pathology around essure device. Final diagnosis: a: ovarian cyst, right, cystectomy: hemorrhagic corpus luteum cyst. B: uterus, supracervical hysterectomy: secretory endometrium. Essure birth control device implanted in right and left cornu and thinned out and fibrotic proximal end of fallopian are in place. Bilateral tubo-uterine junction (cornua) surrounding the device show no significant pathologic change. Gross description: within each cornu there are embedded silver metallic coiled wires, each measuring 3 x 0.1 cm. The wires extend into the proximal fallopian tube opening. Distal to each wire, there is an extension of fallopian tube that each measures 0.9 x 0.3 cm. The tissue surrounding the device is adhesed. [Ultrasound abdomen] on (B)(6) 2010: anteverted homogenous uterus, endometrium measures lmm homogenous. Th ovaries both appear wnl containing multiple follicles. No free fluid or adnexal masses visualized - (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.